Event description:
The patient has not felt stimulation since yesterday. There was a communication problem. The patient could not connect with her recharger. Usually the patient charges every 2 weeks but now she was seeing poor communication on the recharger. The patient was not able to adjust stimulation with the patient programmer (pp) or connect with the pp. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3986a, lot# n166911, implanted: (B)(6) 2010, product type: lead. Product ID: 3986a, lot# n226486, implanted: (B)(6) 2010, product type: lead. (B)(4).